Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient was seen in-clinic after noise presented on an episode. Isometrics, positional testing, and pocket manipulation were performed and no noise was reproduced. Lead measurements all appeared stable and in-range. The lead will continue to be monitored.